Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The distributor contacted physio-control to reported that they received a new device that did not have ok in the readiness display but showed the charge-pak, attention, and service wrench icons. During device evaluation, physio observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the internal hlc batteries had been depleted. However, it is unknown what caused the internal hlc batteries to become depleted. The root cause of the reported issue could not be determined. The customer was sent a replacement.

Event description:
The distributor contacted physio-control to reported that they received a new device that did not have ok in the readiness display but showed the charge-pak, attention, and service wrench icons. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. During device evaluation, physio observed that the device would not power on. There was no patient use associated with the reported event.